Event description:
It was reported that the device had membrane damage. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of damaged membrane was not confirmed. Received on 18-jun-2025, lvp device was received unboxed and with paperwork. External inspection revealed that the membrane was not fully seated. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommended bd san diego repair center to replace the membrane. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of damaged membrane was not confirmed. Received on 18-jun-2025, lvp device was received unboxed and with paperwork. External inspection revealed that the membrane was not fully seated. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommended bd (B)(6) repair center to replace the membrane. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had membrane damage. There was no patient involvement.